Event description:
On march 20, 2006, following placement of the gore excluder aaa endoprosthesis trunk-ipsilateral leg component, the physician experienced difficulty cannulating the contralateral gate. Following several attempts, a decision was made to abandon the procedure. The next day a reintervention was performed, and the contralateral gate was successfully cannulated. The physician placed a contralateral leg component. By the completion of the reintervention the aneurysm was successfully excluded.

Manufacturer narrative:
To gore's knowledge, the device remains functioning in the pt. Method: a review of the mfg paperwork has been conducted. Results: the review of the mfg paperwork verified that this lot met all pre-release specs.